Manufacturer narrative:
The device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an estimated longevity remaining of 2.5 years in (B)(6) 2018 but declared elective replacement indicator (eri) six months later. There was an allegation that the device was depleting faster than expected. The device was explanted and replaced. No adverse patient effects were reported.